Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed the device was at eos (end of service). Telemetered battery voltage measures different from actual voltage. Further analysis determined that the erroneous telemetered battery voltage was caused by a low current which is generated on an integrated circuit, which provides preamps for the ECG electrodes and accelerometer. The low current was due to a leakage path between the two pads, due to a solder bridge between the two pads.

Event description:
It was reported that there was possible premature battery depletion. It was also reported that the device stopped delivery of egms and cardiac compass data in (B)(6) 2009. Later in (B)(6) 2009, the device was noted to be at eos (end of service). The device was explanted and replaced. No patient complications have been reported as a result of this event.